Manufacturer narrative:
The event was reported with three months delay to dräger. The local s&s organization contacted the user facility for the purpose to obtain further information. It was responded that the hospital technician replaced the power supply. Neither a log file nor the original power supply were made available due to the long time that went by before dräger was involved. The contact person had no information about the actual status of the device; it could also not be clarified which types of alarms were posted during the course of event. The lack of information does only allow a general assessment and no case-specific evaluation. A reboot is the specified device behavior to remove error conditions that can't rectified by other means. The device will briefly power off to set all running software processes back to a controlled state. During the reboot sequences which lasts 12 seconds at the utmost the device will open the pneumatic system to ambient to allow spontaneous breathing and, the device will post a corresponding alarm to alert the user. It the reboot was successful ventilation will be resumed with latest settings, automatically. It is in the nature of things that disturbances in the software processing can likely be corrected by a reboot but hardware errors are rather still persisting afterwards. Insofar it is questionable that the observed reboot was triggered by a malfunction of the power supply. In reflection of the facts that the device was in operation for about seven years now and is not regularly serviced by dräger, the following explanation is seen more likely: environmental conditions and/or lack of preventive maintenance can lead to insufficient cooling of the device internal. A clogged dust filter at the cooling air inlet for example would be such a contributing factor. The device responds to the overtemperature situation with a temporary shut-off of the power supply to allow it to cool down. It is intended that the internal battery takes over the energy supply for the device and, the device posts an alarm of type "battery does not charge" to alert the user. But if the voltage drops significantly because the battery is already worn the alternative energy source does not work and the device initiates a reboot. If one is not familiar with the alarm behavior the aforementioned message "battery does not charge" may create the perception that there's a deviation with the power supply which is indeed not the case. However, other root cause scenarios would be imaginable as well and, differentiation is not possible for dräger due to missing relevant information. Finally, the manufacturer concludes that the device has responded as designed upon an error condition of unknown origin - initiated a reboot (as a countermeasure) and posted a corresponding alarm.

Event description:
It was reported that the device posted alarms and performed a reboot during use. Reportedly, the users decided to replace the device in a controlled maneuver; no patient consequences have occurred.